Manufacturer narrative:
The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, and breast infection.

Event description:
Patient reported right side "capsular contracture baker grade unknown, pain, and breast infection". Device remains implanted.